Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation on all vectors; reprogramming did not resolve the issue. The lead was capped and replaced with an epicardial lead. There were no further consequences to the patient.